Event description:
It was reported that during an anterior cruciate ligament repair procedure, the blade broke at the mount. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was a brief delay to obtain a replacement blade. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.